Event description:
Reporting status: serious damage/permanent damage. Reporting rationale: thrombosis. Device issue: no device malfunction has been reported. It was reported that stent thrombosis was found at the six month f/u. The index procedure treated a 95% stenosed, de novo, 2.99 x 17.4 mm proximal left anterior descending (lad). Treatment consisted of direct stenting using a 3.0 x 18 mm promus des), resulting in 11% residual stenosis. The pt was discharged one day post procedure. A six month study f/u indicated the pt experienced a stent thrombosis. The pt was noted to be taking aspirin and plavix pre-procedure and post procedure, and continued at time of f/u. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.